Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733752. No parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for an unknown procedure. It was reported that there was a damaged flat emitter. During the manufacturer representative¿s first trial case, the flat emitter that was sent with this trial system was causing constant artifact on the anesthesia's EKG machine. Upon unplugging the flat emitter, the artifact would stop, and when plugged back in, it would resume. It was noted that the manufacturer representative had not seen this issue before and wanted to check if it would be possible to have a backup flat emitter sent to the facility in case this issue arises again during this trial. In the previous case, they used the side emitter instead of the flat, and the case proceeded without any issues. However, they wanted to showcase the flat emitter option for this trial. It was unknown if there was a delay to the procedure. There was no reported impact to the patient¿s outcome.

Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this was a functional endoscopic sinus surgery (fess) procedure, and it occurred preoperatively. There was no delay and no impact on the patient.

Manufacturer narrative:
H2: updates to section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the flat emitter was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.